Event description:
It was reported a patient has intermittent undersensing. The patient received a shock appropriately. Programming changes were made and issue resolved.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.